Manufacturer narrative:
As received, the device was in normal working condition, with battery voltage above eri level. Visual inspection revealed no anomalies. Further analysis indicated a false elective replacement indicator (eri) alert had occurred due to transient low battery voltage, which resulted from the device being operated in automated, higher settings, or cold temperature exposure. In those cases, clearing the eri alert with the programmer restores normal function. Electrical and mechanical tests performed revealed no anomalies, and indicated normal device functionality.

Event description:
During a follow up, upon interrogation, the device was found to have reached elective replacement indicator (eri). The device was explanted and replaced due to suspected premature battery depletion. The patient was stable with no adverse consequences.